Manufacturer narrative:
(B)(4). Information was not provided by the contact. The injection port with locking connector, tubing strain relief and 5cm of catheter were returned for evaluation. Upon visual inspection, it was observed that the actuator ring was returned in the unlocked position and hooks were retracted. No punctures were observed on the septum. The locking connector was returned partially locked. Several blood stains were observed around actuator ring and port body. A functional test was performed on the injection port with a successful result. Hooks were deployed and retracted. Device was returned fully functional. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue, it is also noted that all devices are 100% mechanically tested prior to release.

Event description:
It was reported that during a laparoscopic gastric band procedure, the hooks would not deploy on the port. Another device was used to complete the procedure. There was no adverse consequence to the patient.